Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. A replacement pump was sent.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.